Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the touchscreen on the ilet device intermittently flashed on and off, though the user could still navigate the device, and a restart resolved the behavior. Symptoms included no reported adverse health effects. Outcomes included no change in therapy, no medical intervention, and no alarms or alerts. Investigation included a user interview and basic troubleshooting conducted remotely. Investigation of this case revealed that the issue was not reproduced after restart and the device functioned as expected. It was concluded that the device operated within specifications after reboot and no device failure was confirmed.